Event description:
Treatment of an avm. It was reported the catheter broke during injection. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval. A f/u report will be submitted when the device is returned and the eval is completed.